Manufacturer narrative:
Attachment article titled: "case series of closure devices complications." B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was dual access via the right radial artery (ra) and the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a 6fr sheath. After the procedure, closure was attempted, however, active bleeding and evidence of a pseudoaneurysm with concomitant sluggish flow was observed. Through the right ra, ballooning tamponade was performed, using a 6.0x40mm non-abbott balloon dilatation catheter, coupled with extrinsic compression. Following combined prolonged balloon inflation and external compression hemostasis was ultimately achieved with intact distal perfusion. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the article, titled case series of closure devices complications. As individual patients were discussed in this article, the following events were generated and are related to this publication: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of pseudoaneurysm, hemorrhage and ischemia are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured). The patient effects are known risks of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.